Event description:
Cramping, loss of menstruation, pelvic pain, a lot of vaginal mucus and gray and white tissue coming out, a miscarriage after placement 8 weeks in, severe abdominal swelling, vaginal swelling, rash on lower hip area, hair loss, weight gain, fatigue, nausea, vomiting, headaches, heavy pulsating feeling in stomach.